Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having pain going down their leg on the settings that worked for their symptoms in (B)(6) 2016. Patient was advised to turn down the stimulation but then they started leaking. Patient went with all 4 programs and in all the programs where they felt stimulation in right buttock on (B)(6) 2016 where the implantable neurostimulator (ins) was but not in bicycle area. It was painful and as per patient it was "shocking pain" when they turn the stimulation up. Patient went to doctor resolution of symptoms and issue. All the issue had been resolved. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.